Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 65-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The user facility reported that the impella cp sheath was occlusive in the artery. The physician performed an external fem-fem bypass to resume distal flow. No patient harm was reported.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed since the original report was submitted. The pump was not returned for investigation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.